Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited undersensing and low out of range pacing impedance on the right atrial (ra) lead channel. Technical services (ts) reviewed the reports and provided troubleshooting actions. The device remains in use. No adverse patient effects were reported.